Event description:
It was reported that during implant attempt, there was exit block. The lead was explanted and implant of a new lead was performed. There were no patient complications reported as a result of this event. The patient's status was reported to be ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.